Event description:
Following two unsuccessful cavity integrity assessment (cia) tests, during a novasure endometrial ablation the physician performed a hysteroscopy and could "not visualize a perforation." The physician "suspected" a perforation and aborted the procedure. There was no treatment and the pt was discharged home. A hysteroscopy, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the identified lot number and serial numbers for both disposable devices. No abnormalities were found related to the reported info. These devices passed final testing prior to release. IFU: according to the instructions for use (IFU) warnings. Use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).